Manufacturer narrative:
Because the customer reported her issue through email, customer service responded via email with troubleshooting tips to try, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. She was instructed to call in if the tips did not resolve her issue. The customer was contacted via email by a complaint handler on 08/02/2018, 08/08/2018, and 08/14/2018. A response from the customer was received via email on 08/20/2018, whereby the customer indicated that she developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic, which she took for 10-14 days and the mastitis resolved. The customer indicated that she was still using the symphony pump and had still not had a chance to go through the troubleshooting tips. She stated that the symphony rental was expiring soon, so she would try the troubleshooting tips shortly. The customer was contacted a 4th time in writing to see if she still needed additional help, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged via email to medela llc that she was having trouble with her pump in style breast pump. She alleged that the suction didn't seem "as good" and she ended up getting mastitis and had to rent a symphony hospital grade pump. She indicated that she bought and tried new parts, with no resolution to the suction issue.